Event description:
Patient had pubo vaginal sling using pelvilacee. Anterior/posterior "colporrhapy" and sacrospinous ligament fixation. Three mos later, developed right suprapubic pain. Has later developed an inflammatory reaction both right & left suprapubic incisional areas, necessitating multiple surgeries for drainage and removal of granulomatous process. The pt was seen again three mos later with recurrent pain and drainage right side of s.p. Incision. Cultures are negative.